Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Device delivered a shock during a procedure with cautery. A surgical magnet was reportedly taped directly over top of the device, and had only been secured over the device for approximately one hour. Surgeon switched to bipolar cautery after the shock.